Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump powered off. The customer reported receiving a battery out limit alarm. It was also found the customer's blood glucose was 676 mg/dl. The customer stated their blood glucose was 895 mg/dl at the time of incident. The customer treated their blood glucose with the insulin pump. Customer stated, the batteries were not out of the insulin pump for a longer duration than allowed. The customer's alarm history also showed they did not receive multiple battery out limit alarms. It was also found the customer had a crack where the battery cap goes in on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.